Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's pump trainer reported via phone call of issues with the customer's pump. The trainer states the screen is completely blank and does not come back on. The customer's blood glucose level at the time of incident was 442mg/dl. The customer treated with bolus through syringe. Troubleshoot was conducted. The customer had their 751 pump at the va office and will begin using that device. No further assistance was needed.